Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-aug-2025. Investigation summary: bd received 10 samples for investigation. These samples were subjected to functional tests, and none exhibited stopper defects. Additionally, 29 retained samples were functionally tested, and one of these samples showed a stopper defect. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off based on the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, 76 tubes had stoppers pop off either waiting for processing or during centrifugation and causing spills. Samples were recollected. The number for each type of stopper pop off was not provided. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, 76 tubes had stoppers pop off either waiting for processing or during centrifugation and causing spills. Samples were recollected. The number for each type of stopper pop off was not provided. There was no health impact or consequences reported.